Manufacturer narrative:
D4 - lot #: corrected. H6: updated. H4 - device MFR date- left blank as the date for the lot number is unknown. The suspected product was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
D4 - expiration date and h4 - device MFR date are unknown. No information is available based on the reported lot number. B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon anchor did not inflate after 10 cc of air was injected. There was patient involvement and no reported harm.